Event description:
It was reported that prior to a lower anterior resection, the handpiece displayed an error 4 overtemperature error. The handpiece was then soaked in cold saline for several minutes, tested and received the same error 4 overtemperature error. A second handpiece was used to complete the case with no patient consequence.